Event description:
Patient reported left side pain, discomfort, rupture, seroma-late, and cysts. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "pain and discomfort" and via ultrasound reported "irregular contours and heterogeneous content", "snow storm image. Echographic findings suggestive of rupture", "small amount of fluid with lumps", and "rare sparse simple cysts". The event of "rare sparse simple cysts" is not device related. This record is for the left side. Device has been explanted.

Event description:
Patient reported "pain and discomfort" and via ultrasound reported "irregular contours and heterogeneous content", "snowstorm image. Echographic findings suggestive of rupture", "small amount of fluid with lumps", and "rare sparse simple cysts". The event of "rare sparse simple cysts" is not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6.